Event description:
It was reported that the mesh had been implanted in a female patient in 2005. Patient came back to hospital in 2006, with a perforation of the navel. The mesh can be seen through the navel. Futhermore, a small evaluation in the abdomen can be felt. The doctor assumes the break of the memory ring or a kink in the ring.

Manufacturer narrative:
The subject product is still implanted in patient pending decision on how to treat. Should product be explanted or if more pertinent information becomes available we will submit a follow up report.